Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated after a magnetic resonance imaging (MRI) procedure was performed and the MRI protection mode was exited. An error code was displayed and the programmer that was being utilized was power cycled but the issue was not resolved. Boston scientific technical services (ts) was consulted and troubleshooting was performed without success. No adverse patient effects were reported. At this time, this device remains in service.